Event description:
During preparation for a cardiopulmonary bypass procedure, one of the power supplies of the heart lung console failed. The malfunction did not cause the console to stop functioning, but it introduced the potential that the backup battery supply would not be recharged as expected. There were no adverse consequences to the pt as a result of this event.